Event description:
It was reported by service report that the fowler will not lower with the manual CPR release and the scale is not accurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. Broken electrical connector on CPR micro switch.